Event description:
Per attached uf_importer report number (B)(4). Incident details: narrative from staff: malfunction cryotherapy gun stuck in "on" position at maximum flow. Pa completed 1 of 2 cryotherapy administration treatments to the wart on the left hand, 30 sec freeze cycle. Then directed attention to the left plantar warts. In the middle of the initial treatment of the left plantar warts, the cryotherapy gun became frozen in the on position with liquid nitrogen spraying at maximum flow uncontrollably. Pa was able to redirect the direction of the spray away from the patient. There was no harm, although I was unable to complete the treatment as expected. The procedure was then aborted. Manufacturer response for wallach ultrafreeze system, (brand not provided) (per site reporter) cooper surgical unable to provide insight of why malfunctioning was happening. Intended procedure : repeat cryotherapy, multiple warts. Device failed (e.g. Broke, couldn't get it to work or stopped working) ; device malfunction - that is, the device did not do what it was supposed to do. Follow-up request sent for product return. 1216677-2022-00250 wallach ultra freeze 900076 (B)(4).

Manufacturer narrative:
Investigation. X-no sample returned, x-review DHR. Analysis and findings complaint (B)(4). Distribution history: the complaint product was manufactured at csi on 30-jun-2022 under work order (B)(4) and sold on 25-jul-2022. Manufacturing record review: DHR-321792 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no service history record found for this product. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint conditions. Product receipt: the complaint product on RMA 335092 has not been returned to coopersurgical. Visual evaluation: evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Functional evaluation: evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Root cause: no definitive root cause for this issue could be reliably determined at this time, as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Note: the complaint description may be relevant to a determination where the trigger can get stuck. However, the verbiage also states the unit froze up which can be lost vacuum. Correction and/or corrective action: although no confirmation on this unit is possible the description matches a non-conformity for a stuck trigger for which project # 1175 has been initiated. No further corrective action is necessary. No further training required at this time. Preventative action activity: coopersurgical will continue to monitor this complaint condition for trends.

Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported condition in uf_importer report number_(B)(4).

Event description:
Per attached uf_importer report number_(B)(4). Incident details: narrative from staff: malfunction cryotherapy gun stuck in "on" position at maximum flow. Pa completed 1 of 2 cryotherapy administration treatments to the wart on the left hand, 30 sec freeze cycle. Then directed attention to the left plantar warts. In the middle of the initial treatment of the left plantar warts, the cryotherapy gun became frozen in the on position with liquid nitrogen spraying at maximum flow uncontrollably. Pa was able to redirect the direction of the spray away from the patient. There was no harm, although I was unable to complete the treatment as expected. The procedure was then aborted. Manufacturer response for wallach ultrafreeze system, (brand not provided) (per site reporter) cooper surgical unable to provide insight of why malfunctioning was happening. Intended procedure : repeat cryotherapy, multiple warts. Device failed (e.g. Broke, couldn't get it to work or stopped working) ; device malfunction - that is, the device did not do what it was supposed to do. Follow-up request sent for product return. Wallach ultra freeze 900076 (B)(4).